Event description:
Patient here for a schedule 5fu pump disconnect. This writer noted that none of the 5fu medication had infused. The pump was running and indicating that the pt. Had received the dose. The chemo tubing was properly threaded. Pump operation failure.